Manufacturer narrative:
This report is submitted on july 8, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the audiologist, the patient experienced dizziness with device use and was subsequently treated with oral steroids for a duration of 18 days (date not reported).